Event description:
It was reported from germany by the medical staff, that they were unable to transfer data from the controller to the monitor. The controller was exchanged and the issue was resolved. There were no reported consequences or impact to the patient; the patient was an inpatient during the event. No additional information was provided.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual testing but failed functional testing; the reported event was confirmed to the controller being unable to establish communication with the monitor. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is a damaged electrical component on the controller . Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. Note: do not disconnect the controller from the monitor when the data transfer icon is flashing, as data is being transferred. If the message, "log transfer not complete!" Appears, re-connect the controller to the monitor to complete the data transfer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.